Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and the left ventricular (lv) lead exhibited a high capture threshold and a loss of capture. Technical services (ts) recommended evaluating the patient in clinic. This crt-p remains in service. No adverse patient effects were reported.